Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented with a persistent hyphema associated with a hand motion (hm) vision. The report noted that it was confirmed the stent was implanted in the trabecular meshwork and that the patient was not on anticoagulants. Through follow-up, the surgeon conferred with glaukos medical monitor who reported discussing the reported event, and the surgeon reiterated that the patient was not on anticoagulant therapy and the intraocular pressure was adequately controlled. The discussion included treatment options and management of the reported event. Reportedly, the surgeon plans to treat the hyphema with steroids. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decrease/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Hyphema is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).